Manufacturer narrative:
A report was received from our distributor as follows: the distributor sales representative visited the neurological surgery department at (B)(6) hospital on 5/30/2016. The surgeon used the bonescapel system with a 20 mm blade. This blade has a catalogue number mxb-20. The procedure was a craniostomy. The patient age was (B)(6). No other clinical information was provided. Misonix requested the clinical information necessary to file an MDR but the distributor and hospital provided no further information than reported herewith. Bonescalpel is indicated for use in the fragmentation and aspiration of both soft and hard (e.g. Bone) tissue in, without limitation, neurosurgery. The product was used within its indicated use. Misonix has sold over (B)(4) bonescalpel generators from may 2015 until may 2016. No complaints on damaged dura were received. Misonix will attempt to obtain additional information from the reporter and hospital. Device not returned to manufacturer.

Event description:
I visited the neuro dept. At (B)(6) hospital today. They had used the bonescalpel on a (B)(6) child doing a craniostomy. A 20mm blade. The dura was ruptured twice resulting in some damage to the brain.